Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that both wall stand counterpoise cables of a proteus xr/a system snapped and the wall stand bucky fell to the floor. No injury occurred as a result of this event.